Event description:
It was reported that about 2 hours after use, urine was not flowing from the foley catheter.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 1 all silicone foley catheter attached to the drainage bag. Ran water down drainage funnel and water drained out with no difficulties no blockage present on drainage funnel. DHR review is not required as the reported event is unconfirmed however the DHR review was completed prior to sample evaluation completion. Labelling review is not required as the reported event is unconfirmed. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that about 2 hours after use, urine was not flowing from the foley catheter.